Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a hospitalization on (B)(6) 2014 due to kidney infection and hyperglycemia. The customer was wearing the insulin pump at the time of the hospitalization. The customer stated that the insulin pump was not to blame and that the kidney infection caused her blood glucose to go up. The customer was in the intensive care unit for a few days after the initial hospitalization. The customer was informed that she was anemic. The customer mentioned that she is on antibiotics and that the insulin pump works fine and had nothing to do with the hospitalization. Nothing further reported.